Event description:
The customer reported that the system would only work in roadmapping. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video connector was repaired and the power controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.